Event description:
The nucletron b.v. Manufacturer of the oncentra masterplan ver. 3.1 radiation therapy planning system, sent on 12 of october a customer information bulletin in which alerts that the software for dose calculation to patients has an inconsistent dose calculation after removing or adding a wedge. This version of the software was installed in our hospital in 2008. This means that more than one hundred patients could have been probably affected from this calculation error or treatment dose with possible consequences for over dosage or under dosage. We started to check the list of patients and we shall recalculate all the plans to verify these consequences. Due to the extremely serious problem, being the oncentra masterplan FDA approved or it seems so, I want to alert FDA for this event. Waiting for your kind reply. Head of medical physics dept.